Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the faulty pump. The customer, lacking a backup insulin therapy, planned to contact their healthcare provider for guidance. Technical support provided instructions for returning the problematic pump and ensured the customer knew how to store it before returning.